Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the shaft was fractured. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified patent ductus arteriosus. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft of the balloon was kinked and fractured. Furthermore, the balloon was not able to cross the lesion since the shaft was broken in the hypotube part. The device was removed above the hypotube and the procedure was completed with rotablation. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and tactile examination identified multiple kinks with the hypotube shaft and a break of 12cm to the distal strain relief end. Microscopic testing reported no damage to the blade, the balloon and the bumper tip.

Event description:
It was reported that the shaft was fractured. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified patent ductus arteriosus. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft of the balloon was kinked and fractured. Furthermore, the balloon was not able to cross the lesion since the shaft was broken in the hypotube part. The device was removed above the hypotube and the procedure was completed with rotablation. No patient complications were reported.